Manufacturer narrative:
This device was returned for evaluation. The allegation was confirmed that the image was not displayed when the scope was connected to the system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that before the start of an unknown procedure using this laparo-thoraco videoscope, there was no image displayed. The procedure was switched to open surgery. As reported, the otv-s7pro's patient information/menu display is normal and the scope switch response is normal, so it is thought that there is a problem with the ltf-vh's imaging system. Attempts to obtain additional information were unsuccessful. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the reported failure likely occurred due to the following: 1. Dust, stain, or foreign materials adhered to the electrical contact of the scope connector, or the connection condition was insufficient. Due to those, the image sensor which was installed on the image sensor unit had poor electrical connection with the system, which led to the failure. 2. Accumulation of electrical stress by energization of the image sensor which was installed on the image sensor unit embedded at the distal end section of the endoscope, sporadic application of static electricity, or overcurrent by connection/disconnection while the system was turned on. Then, the electrical connection became poor, which caused a negative impact to the image signal output. As a result, the image signal output became unstable, which led to the failure. Moreover, application of overcurrent could have been presumably caused by connection/disconnection while the system was turned on, overcurrent from other devices or electrical wiring, or adhesion of dust or moisture to the electrical contact section of the system or the video connector. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿preparation and inspection: 1. Before inspection, wipe the objective lens using clean lint-free cloths. 2. Turn on the video system center, light source, monitor and inspect the endoscopic image as described in their respective instruction manuals. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog, or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from momentary disappearance or other irregularities.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to d8. Olympus will continue to monitor field performance for this device.